Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed the phenomena occurred because external force was applied to the ultrasonic probe.

Manufacturer narrative:
Local service department checked the subject device and found that the phenomena occurred due to physical stress such as dropping and knocking. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that there was gap at the adhesive of us head and shadow in the us image was visible due to 10 defective piezo elements. There was no report of patient injury associated with the event.